Manufacturer narrative:
The issue was observed during preventive maintenance. This is prior to therapeutic application. The reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this was reported in error. This is not a reportable event.

Event description:
The customer reported diagnostic error code, "machine and proximal pressure sensors failed". They are having issues with pressure. The customer confirmed the reported failure. The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and is still having issues. The customer is taking responsibility to repair the unit with the da pcb. The device was not in use on a patient. No patient or user harm was reported.